Event description:
The customer reported that he received a prime alarm on the insulin pump. The customer's blood glucose level was 124 mg/dl. The customer stated that the drive support cap was sticking out and did not recall pressing the cap while connected. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to protruded and loose drive support disk. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, cracked battery tube threads, a cracked reservoir tube lip, a cracked reservoir tube, a missing end cap sticker and bleeding display glass.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).